Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion at 11.1 cm to 11.2 cm distal to the trifurcated boot breaching the ring electrode cable lumen with no damage noted on the etfe cable coating. The cause of the external insulation abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion at 11.1 cm to 11.2 cm distal to the trifurcated boot breaching the ring electrode cable lumen with no damage noted on the etfe cable coating. The cause of the external insulation abrasion was consistent with friction to the device can. Abrasion was noted on the two re cables with the etfe coating damaged and filars abraded at 35.5 cm to 35.7 cm from the connector pin. Abrasion was noted on both rv cables with the etfe coating damaged at 35.0 cm to 35.3 cm from the connector pin. Abrasion was noted on both rv cables at 36.2 cm to 36.3 cm from the connector pin with one cable showing melted filars. Abrasion was noted on one of the svc cable with damage noted on the etfe coating and melted cable filars at 34.9 cm to 35.0 cm from the connector pin. The silicone insulation in these abrasion regions was not returned. All other damage noted is consistent with procedural damage.